Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) has failed system checks since (B)(6) 2012 after bec installed the new peri-pump cassettes. Customer reported that the system checks passed on rerun. Customer reported that the peri-pump tubing was twisted. Customer reported that the access 2 generated erroneous protein-specific antigen (psa) result on a patient sample. Customer reported that the erroneous result was reported out of the laboratory. Customer reported the doctor questioned the result. Customer reported the erroneous result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the peri-pump tubing had become dislodged from the left side of the peri-pump that leads to the waste manifold from the new pump clips. The fse could not determine if the tubing had become mis-routed after the customer performed weekly maintenance or if the tubing had been mis-routed after bec installed the new peri-pump cassettes. The fse replaced all the pump seals. The fse replaced a 10-tooth bearing on the instrument that was causing drag at the mixer belt and abnormal wearing/ delamination of the incubator belt on three of the belt teeth. The fse also verified instrument alignments, ultrasonics, temperatures, and vacuum settings were all performing within specifications. The fse performed a passing system check to verify hardware performance was acceptable after repairs were complete.

Manufacturer narrative:
Reagents used in conjunction with access 2 immunoassay system: catalog no.: 37200, brand name: access hybritech psa reagent kit.